Event description:
It was reported that the patient's atrial lead exhibited out of range parameters. It was noted that the lead was damaged from an unrelated procedure. The lead was explanted and replaced. The patient was in stable condition.